Manufacturer narrative:
Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Insulin pump was received with normal operating currents. No unexpected replace battery now alarm in the long trace and insulin pump history noted. The power management tool confirmed insulin pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now. The alarm occurred less than 10 hours from the low battery alarm. The anomaly occurred a second time. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.